Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room after receiving a vibratory alert for non-sustained oversensing, crosstalk was observed. Programming changes were made and there has not been anymore crosstalk.